Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The mildly tortuous target lesion was located in the right coronary artery (rca). Three non bsc stents were deployed in the lesion and then an opticross¿ imaging catheter was advanced to perform post intravascular ultrasound (ivus). The opticross¿ device got stuck in one of the non-bsc stents as it was not fully apposed. The physician was unable to push/pull the imaging catheter. Eventually, the guidewire exit port kinked. The physician removed the drive cable and placed a non-bsc guidewire into the catheter but the device still could not be removed. The physician engaged another non-bsc guide catheter and inserted a non-bsc balloon catheter and dilated to the point where the imaging catheter got stuck. The imaging catheter was then released and removed from the patient. It was noted that the stent remained implanted and there was no damage to the stent. The procedure was completed; no patient complications were reported and the patient's status is good.